Event description:
It was reported that this left ventricular (lv) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of atrial signals causing pacing inhibition. Technical services (ts) recommended further lead assessment. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this left ventricular (lv) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of atrial signals causing pacing inhibition. Technical services (ts) recommended further lead assessment. No adverse patient effects were reported. This device system remains in service. Additional information was received that this lead exhibited intrinsic amplitude out of range. Further review was recommended. No adverse patient effects were reported. This device system remains in service.